Event description:
In distributor's reply to ht connect field safety corrective action the affiliate was notified about two damaged units of ht connect. One unit was scrapped by the hospital and one unit will be returned to abbott vascular. The details about the damage are not known yet.

Manufacturer narrative:
With the limited info available from the complaint dialogue, it cannot be conclusively stated that a product deficiency did occur. Attempts were made to garner more info pertinent to the investigation, which were unsuccessful. Guidewires are delicate devices and can fracture if their tensile limits are exceeded during a procedure (e.g. When a wire becomes snagged or trapped). Image 3 shows peel-back of the polymer jacket which is consistent with the guidewire becoming entrapped and forceful attempts are made to retrieve it. The longitudinal scratching as show in images 6,7 and 8 are also consistent with device entrapment when the ptfe coating is dragged back along the catheter. Image 10 shows two kinks in the wire which may have contributed to difficulties in withdrawing the wire. It cannot be determined whether there were a result of a product deficiency or robust user handling of the device. The device record history has shown that there were no anomalies or non-conformances raised. Investigation of the returned device has shown that the device was manufactured to the correct specifications. A review of the process fmea was carried out and this has indicated that the risk was included and the current controls can be considered sufficient.